Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient total knee was revised for laxity in joint. Previous total knee was implanted in 2001 and was a sigma ps femur sz 5, sigma rp tibia sz 5, sigma ps rp insert sz 5 10mm. The insert was exchanged for a sigma ps rp insert sz 5 20mm. The surgeon had a great deal of trouble reducing the 20mm insert causing the implant to slip out of his hands and fall on the floor. A second implant was brought from another facility to replace the one that was no longer sterile. After a great deal of effort the knee was reduced. At this point the surgeon noticed bleeding in the back of the knee and called for a vascular surgeon to help with hemostasis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review:null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.